Event description:
This is filed for pericardial effusion. It was reported this was a mitraclip procedure to treat grade 4 mixed mitral regurgitation (mr). Two clips were implanted and the mr was reduced to 2. After the procedure a pericardial effusion was observed. The patient was stable. The physician believes the pericardial effusion may have been caused by the transseptal puncture. There was no treatment performed for the effusion. The mitraclip did not contribute to or worsen the effusion. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the reported pericardial effusion appears to be due to procedural circumstances. The reported patient effect of pericardial effusion as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.